Manufacturer narrative:
An erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the erosion was not device related.

Event description:
Patient presented to office on (B)(6) 2019 with bm3 partially eroded through pocket. Tail end was showing throwing incision, which had been sutured initially with the sutures that came with implant kit. Patient denied fevers and did not have any drainage from site. Patient returned to office (B)(6) for explant of bm3 by physician.